Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible the device may have interacted with the mildly calcified, mildly tortuous, 90% stenosed lesion during advancement, causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. A snare device was used to retrieve the dislodged stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the renal artery. The 4.50x12mm rx herculink elite stent delivery system (sds) was advanced to the target lesion however stent dislodged from the balloon. A snare device was used to retrieve the dislodged stent. The procedure completed using another device. There was no clinically significant delay in the procedure. No additional information was provided.